Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto 3 system; pentaray nav; 64-element, 5.5¿10.0 mhz, soundstar; decanav; navistar, navistar thermocool, thermocool sf. (B)(4). The device was not returned to bwi.

Event description:
This event is from a literature source. It was reported that one patient developed a major pericardial reaction- pericarditis , which required a hospitalization based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: epicardial radiofrequency ablation failure during ablation procedures for ventricular arrhythmias reasons and implications for outcomes. The purpose of this study was to characterize the reasons for epicardial ablation failure after successful epicardial access, to relate these to the targeted epicardial area, and to assess implications of failed or limited epicardial rfa on outcome for va ablation procedures. The study was conducted between january 1999 and january 2015. Suspected device is the irrigated thermocool smart-touch, however catalog and lot number are unknown. Should more information be received, product for this adverse event will be modified as appropriate. Concomitant products were used during this study: carto 3 system; pentaray nav; 64-element, 5.5- 10.0 mhz, soundstar; decanav; navistar, navistar thermocool, thermocool sf. The awareness date for this complaint is 9/06/2016 because the article was reviewed on 09/6/2016.